Manufacturer narrative:
Since the complaint in question was submitted to hamilton medical ag almost 4 years ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has not been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was prepared for treatment. The root cause was determined to be software error. In consequence the software was updated. There was no patient or user harm reported. Hamilton fm 653570 rev. 01 medical. Page 3 of 4 investigation report (remediation) confidential complaint (B)(4).

Event description:
On the 15th nov. Technical event 246039 came up on the vent which is talls_goldcapstartupfailed. This cleared but it came up again this morning when we did a pre-use check. It cleared when we restarted it and went through the self tests ok.later when it was turned on data partition defect came up on the bottom right of the screen, the logon indicator bar didnt move and about 60 seconds later it alarmed constantly (see video).